Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user on the ilet for about one week contacted support regarding an elevated blood glucose of 193 mg/dl without recent food intake. The agent provided education on the ilet algorithm and possible fluctuations during the early learning period and advised deferring to the healthcare provider for individualized factors. Symptoms included hyperglycemia. Outcomes included no alarms, no hospitalization, and user self-management with the device¿s correction. Investigation included customer support troubleshooting and education. Investigation of this case revealed no device alarms or malfunctions reported and no device component issues identified, with the event understood as early algorithm adaptation and lifestyle-related variability. It was concluded, based on previously established findings for similar reports, that the cause was indeterminate. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.